Manufacturer narrative:
Customer was provided with a replacement power supply, which will be installed by the customer's in-house biomedical tech.

Event description:
Customer reported an issue with the passport 2 monitor's power supply, which may have affected patient monitoring. No patient injury was reported.